Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a cavernous aneurysm measuring 14mm x 7.8mm. During the pipeline procedure, it was reported that the pipeline would not open proximally. Balloon angioplasty (an option presented in the instructions for use) with a septor balloon was performed on the pipeline; however, it was still approximately 80% open. A second pipeline was implanted inside the first pipeline to completely open the first pipeline. No injury was reported with the patient as a result of the procedure.